Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient called with concerns about his device; he states that he has spoken with his physician who he says has not been able to assist; his concerns are: after surgery he had a tough recovery, he noticed a bump on left cylinder in the relaxed state and that physician said he made a mistake there, the bump goes away when he is erect. Doctor offered to revise the bump but patient declined. Last february, he experienced sharp pain along the length of his penis - the pain resolved after the patient rested for a prolonged period of time. He asked physician but doctor said he did not know what the cause of the pain was. He states that he has difficulty deflating, the fluid does not fully return out of the cylinders. Patient liaison gave him instructions on how to properly deflate as he agrees that he may be doing it improperly. He also states that he now has a slight swelling in his right groin area that is painful at times. Patient liaison recommended that he return to his physician for assessment.